Event description:
Philips received a complaint by the customer on the v60 indicating that there were damaged power cords. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there were damaged power cords. The customer stated via good faith effort (gfe) that an electrical safety failure had occurred. The customer ordered a new power cord to resolve the reported issue. The investigation is ongoing.